Manufacturer narrative:
Investigation summary: 14 samples were received. 12 have sealed the packaging flow wrap. They have the plunger rod-rubber stopper, tip cap, saline solution and barrel label. Two other came in a ziploc plastic bag. They have the plunger rod-rubber stopper at the 7ml mark. The samples were tested for sustaining force. The two in ziploc plastic bag measured 19.6 and 19.2n and the rest were between 17.4 n and 8.4n. The specification is <20n. Failure mode could not be verified and root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9289733 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: undetermined. Rationale: CAPA not required at this time.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe plunger rod was difficult to move. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no.: 306546 batch no.: 9289733. It was reported that the plunger rod was not able to be pushed forward. Received a message stating that their team were having issues with flushes again (a previous product complaint was sent in for similar issues with the 10ml posi-flush). It was stated that the flush syringe would not flush completely. The plunger rod was stuck and they are unable to push the plunger rod forward.